Event description:
The pt had been experiencing increased pain. At refill, all the drug was found to be remaining in the reservoir. In 10/2005, the rotor was checked twice and no movement was found. In 2005, the pump was explanted and replaced due to rotor stall. After the replacement, the pt is reported to be doing well.